Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right implants have been explanted due to unknown reason.

Manufacturer narrative:
Additional information: b5, d4, d6a, d6b, h4, h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could be confirmed based on the provided post operative scans and the identification of the infection organism staphylococcus warneri. The case was presented to a stryker medical expert (see communication log), who stated that ¿the symptoms the patient experienced were caused by the development of a staphylococcus warneri biofilm that formed on the tmjr components, resulting in a periprosthetic joint infection. The device components themselves were not the cause of the device removal. Staphylococcus warneri is a gram-positive, coagulase-negative bacterium commonly found on the skin and mucosae of healthy humans and animals.¿ based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the right implants have been explanted due to infection.